Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the seeds got stuck in the cartridge. It is unknown if the patient received all of the seeds.

Event description:
It was reported that the seeds got stuck in the cartridge. It is unknown if the patient received all of the seeds.

Manufacturer narrative:
The reported event was unconfirmed since the problem could not be reproduced. Five seed cartridges were received for evaluation. The cartridges were inspected, and no damage was observed. The plungers traveled as expected, there was no spring protrusion, the gates moved as expected, and no flash was observed. The cartridges were loaded with 20 non-radioactive seeds, and all seeds dispensed as expected. The gates were removed and the unit viewed under magnification using the micro-vu video measuring system an no flash was observed. There is no corporate lot number associated with a finished device containing brachyseeds in a quicklink cartridge, therefore, the device history record could not be reviewed. The instructions for use states the following: "in the event the quicklink¿ loader or cartridges become inoperable due to damage or malfunction, any or all components may be removed from the cartridges and implanted manually." Additionally, there is a troubleshooting section which instructs on conditions where "pushing the dispense button does not eject any items or produces a partial dispense."